Event description:
The complainant reported that a patient had undergone a therapeutic enteryx procedure in 2005, without complications. Over the three weeks subsequent to the procedure the patient developed a moderate degree of dysphagia. In addition, at three weeks the patient developed acute chest pain with melaena (dark stool from partially digested blood), that was black tarry motions for 24 hours prior to assessment. A gastroscopy revealed two large bleeding ulcers in the distal esophagus, in the region of the enteryx injection sites, described as fungating ulcers at the coj with fresh clot. The patient was hospitalized for 48 hours, at which time the patient was administered tramadol, IV losec and IV fluids with nbm for 36 hours. This patient has not undergone any dilatations, and has not experienced any weight loss. Currently, the patient still has intermittent chest pain, but with no evidence of bleeding.